Manufacturer narrative:
Ambulance floors were flexing requiring reinforcement.

Event description:
It was reported by service report that the cot load wheels are coming off the back of the ambulance when the cot is being pulled. No adverse consequences have been reported.